Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube identified a break in the laser cut region at 195cm distal from the distal end of the strain relief. The shaft was not fully severed but a clear separation was evident. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17-jul-2019. It was reported that a shaft kink occurred. Vascular access was obtained via femoral artery. The concentric target lesion containing a bend of greater than equal to 90 degrees was located in the mildly calcified mid left anterior descending artery (lad). A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, when tried to cross the proximal lad, it was noticed that the shaft got acute kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated.